Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported in a journal article that during a period from 2009 and 2017 this single-center study aimed to compare the clinical outcomes of the subcutaneous implantable cardioverter-defibrillator (s-ICD) and single-chamber transvenous (tv)-ICD in a diverse patient population. The study included 119 ICD patients, with 35 receiving s-ICD and 84 receiving tv-ICD implants. The analysis utilized inverse probability-weighting (ipw) to adjust for potential comorbidities and compared outcomes such as overall survival, hospitalization, and device-associated events. During the study follow-up time, a total of 6 patients died (3 tv-ICD and 3 s-ICD) in the unadjusted cohort. The main causes of death were cardiac non-arrhythmic. One s-ICD patient died due to electrical storm while living alone. Again, s-ICD therapy was not different to tv-ICD therapy in the study cohort concerning overall survival. A total of 33 hospitalizations occurred during the follow-up period of 1.5 years (20 tv-ICD and 13 s-ICD) in the unweighted group. The main reasons for hospitalization were cardiovascular in 22 cases (15 tv-ICD and 7 s-ICD) followed by device-related problems in 6 cases (1 tv-ICD and 5 s-ICD). Non-cardiac and other reasons for hospitalization were rare (4 for tv-ICD and 1 s-ICD). During the follow-up period, a total of 17 appropriate ICD shocks occurred in the unweighted study cohort. Fourteen tv-ICD patients and 3 s-ICD patients received appropriate shocks due to vt or vf without significant differences on cox-regression analysis between the two ICD types. Inappropriate shocks were rare and occurred in patients implanted with tv-ICD. Device related events combining appropriate and inappropriate therapy or system infection did statistically not differ between patients implanted with tv-ICD or s-ICD in the unweighted and weighted analysis. The center did not observe technical or mechanical problems with s-icds leads, while one lead infection occurred in a s-ICD patient, and 3 pocket infections in s-ICD patients which lead to 2 surgical revisions and 1 managed with antibiotic therapy. This single-center analysis revealed no differences in the composite endpoint as well as survival, freedom of hospitalization or of device-associated outcomes alone in a real-world cohort comparing the subcutaneous ICD and the transvenous ICD. No additional adverse patient effects were reported. The model/serial numbers for the involved electrode was not provided.

Event description:
It was reported in a journal article that during a period from 2009 and 2017 this single-center study aimed to compare the clinical outcomes of the subcutaneous implantable cardioverter-defibrillator (s-ICD) and single-chamber transvenous (tv)-ICD in a diverse patient population. The study included 119 ICD patients, with 35 receiving s-ICD and 84 receiving tv-ICD implants. The analysis utilized inverse probability-weighting (ipw) to adjust for potential comorbidities and compared outcomes such as overall survival, hospitalization, and device-associated events. During the study follow-up time, a total of 6 patients died (3 tv-ICD and 3 s-ICD) in the unadjusted cohort. The main causes of death were cardiac non-arrhythmic. One s-ICD patient died due to electrical storm while living alone. Again, s-ICD therapy was not different to tv-ICD therapy in the study cohort concerning overall survival. A total of 33 hospitalizations occurred during the follow-up period of 1.5 years (20 tv-ICD and 13 s-ICD) in the unweighted group. The main reasons for hospitalization were cardiovascular in 22 cases (15 tv-ICD and 7 s-ICD) followed by device-related problems in 6 cases (1 tv-ICD and 5 s-ICD). Non-cardiac and other reasons for hospitalization were rare (4 for tv-ICD and 1 s-ICD). During the follow-up period, a total of 17 appropriate ICD shocks occurred in the unweighted study cohort. Fourteen tv-ICD patients and 3 s-ICD patients received appropriate shocks due to vt or vf without significant differences on cox-regression analysis between the two ICD types. Inappropriate shocks were rare and occurred in patients implanted with tv-ICD. Device related events combining appropriate and inappropriate therapy or system infection did statistically not differ between patients implanted with tv-ICD or s-ICD in the unweighted and weighted analysis. The center did not observe technical or mechanical problems with s-icds leads, while one lead infection occurred in a s-ICD patient, and 3 pocket infections in s-ICD patients which lead to 2 surgical revisions and 1 managed with antibiotic therapy. This single-center analysis revealed no differences in the composite endpoint as well as survival, freedom of hospitalization or of device-associated outcomes alone in a real-world cohort comparing the subcutaneous ICD and the transvenous ICD. No additional adverse patient effects were reported. The model/serial numbers for the involved electrode was not provided.